Manufacturer narrative:
Half pin broke during the course of deformity correction in the ulna bone. At the time of surgery, all devices functioned properly and there were no issues with the device. Surgeon placed two (half pins) points of fixation in the proximal bone segment using 3mm half pins. Normally three to four half points of fixation are used in each bone segment with external fixation. Due to the small size of the patient and the limited space in the bone, the surgeon only used two pins. The cause of the failure has been determined to be inadequate number of half pins used by the surgeon and incorrect diameter was used for the size of the bone. The surgeon acknowledges that additional fixation was necessary and that a larger pin should have been used.

Event description:
The 3mm half pin broke.